Event description:
It was reported the programmer was overheating. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the programmer overheats, programmer was powered on for 24 hours and did not overheat, it also passed functional testing. Analysis found the display drops forward due to worn upper hinges. Concomitant medical products: 229047, analyzer. (B)(4).